Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information reported the patient experienced increased pain. There was an occlusion in the catheter. The patient symptoms resolved spontaneously and no further action was needed or taken. Surgical intervention has not occurred. It was noted as ¿resolved.¿ the patient recovered without permanent impairment. The pump was delivering fentanyl and bupivacaine.

Event description:
It was reported that a patient was experiencing symptoms of withdrawal and under-dose symptoms, though the specific signs and symptoms, and when they began, were unknown. The patient had less than 50% therapy relief and poor pain control. The healthcare professional (hcp) was unable to aspirate cerebrospinal fluid (csf) from the cap (catheter access port). A dye study, rotor/roller study, and computed tomography (CT) were performed on the date of the report, and a catheter issue was identified by the pump study. The patient had cancer and was treated with chemotherapy and radiation, leading to weight loss; the patient had noticed the pump moving in the pocket, requiring it to be ¿flattened¿ occasionally. It was noted that the ¿possible cause of the aspiration problem could be a tear in the catheter due to moving in the pocket.¿ the results of the CT were not yet available at the time of this report, but it was noted that pending the results, a catheter revision would ¿most likely¿ be required. Elective replacement indicator (eri) was in 12 months, so they ¿probably would do a pump change as well,¿ but it was unknown when this would occur. The patient status was alive with no injury at the time of the report. A revision was not yet scheduled. The drug being infused by the pump was unknown, but there was reportedly ¿no baclofen.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).